Manufacturer narrative:
The technical service representative has identified valve air, which is a part of the gas mixer as the root cause of the reported error codes. The suspected valve was replaced and unfortunately scrapped. Therefore no investigation of the replaced parts is possible. The error codes indicate, that the device performed warmstarts. An audible alarm would be posted by the device and when the warmstart occurs, the device will briefly power off and then back on. During this time, an emergency breathing valve would open allowing for spontaneous breathing. After the warmstart the ventilation is continued with the previous settings, adjusted by the user.

Event description:
It was reported that on (B)(6) 2015, the device posted "11.01.011" and "12.01.011" while in use. Service technician exchanged the hpsv air.